Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient did not take her medication prior to the procedure: valium, ibuprofen, and/or vicodin. At two minutes into the ablation phase, the patient was cramping and was unable to tolerate the procedure. The procedure was aborted. Later, the patient checked into the emergency room. The nurse does not believe the emergency room visit is related to the hta procedure. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.